Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm on the insulin pump. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported.  The customer will discontinue using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring =black. Case type =ngp. Customer returned pump for alleged keypad unresponsive and button error alarm on (B)(6) 2023. Unit was received with battery cap and found no anomalies on battery cap. Unit passed displacement test and self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing, however, the downward keypad overlay has a flattened dome. Unit was successfully downloaded using thus for history files and traces. Stuck key alarm was present on (B)(6) 2023 12:20---21:33 in history files and traces. Pump error 53 (esf#2610666 line#5632 file#2005) was found on (B)(6) 2023 16:06 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, flattened dome (no crease), stained keypad overlay. Pillowing keypad overlay, stained serial label. Keypad unresponsiveness and button error alarm is not confirmed. Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.